Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The patient said that "2 weeks from tomorrow ((B)(6) 2021) they were going to get pain pump implanted" because the implant device hadn't been working for her. The patient said that trial worked great and implant worked well at first but then patient started having issues ever since they got shocked/electrocuted by the implant at work. Patient services reported what issues were/continuation of issues: issues with patient falling, issues with implant not charging, issues with having to recharge implant 3-4 times a day; patient said issues were never ending.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer concerning patient with an implantable neurostimulator (ins). It was reported that patient (pt) said, she works for amazon, and on saturday when she turned around to push a cart into a pack station where there are electrical outlets and cords, she touched cart and got shocked. Pt said, she has been having issues ever since, she feels shocking when she puts the recharger rtm on and tries to charge her implant. Pt told the manufacturer representative (rep) this information today and the rep told her to call patient services.  Reviewed she has the option to turn stim off until she can be checked in person and was redirected to healthcare provider (hcp). Pt said she will meet with the rep next week wednesday or later. Reviewed emi considerations.